Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified. Based on the analysis, the alleged battery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue.